Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. The reported positioning failure could not be replicated in a testing environment. Additionally, it was observed that the gripper cover was bulky. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue, positioning failure, and observed bulky gripper cover were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one of the grippers would not lower and the procedure was discontinued. Troubleshooting was performed but was unsuccessful. All steps were performed as per IFU. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.